Event description:
A user facility reported to olympus that errors "e215, e315, e216 and b30" occurred and image loss occurred. This report is submitted due to the report of an "e315" error and image loss. The problem of "e315" error and image loss, as reported to olympus, were identified prior to the procedure. There was no patient injury, associated with the problem, reported to olympus. The intended procedure was a colonoscopy. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of image loss and e315 error could not be confirmed. Additional evaluation findings are as follows: 1.) B30 was not confirmed. 2.) E216 error was not confirmed. 3.) Reduced angulation. 4.) Light guide lens defect. 5.) Objective lens defect. 6.) Defects of whole distal end. 7.) Defects of adhesive. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that while the user was handling the device, an electrical connection became temporarily unstable, foreign material adhered to the electrical contacts of the scope connector, and/or the scope connector was connected to the system while the electrical contacts of the connector were wet. The root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿inspection of the endoscopic image.¿ ¿connection of the endoscope and ancillary equipment- connection to the light source caution: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and/or light source may malfunction.¿ ¿troubleshooting guide - wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them (refer to section 3.3, ¿inspection of the endoscope¿). After drying them, connect the endoscope to the light source and confirm that a proper image is displayed when twisting the endoscope connector left and right.¿ this supplemental report includes information added. Olympus will continue to monitor field performance for this device.